Event description:
It was reported that the left ventricular lead dislodged. During attempts to reposition it, the guidewire became stuck in the lead body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.